Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the pneumectomy procedure, the first stapler was not able to fire and the staple line was incomplete on the proximal part, the surgeon was able to press the green button and squeeze the handle. The other two devices, was not able to fire and the surgeon was unable to press the green button and unable to squeeze the handle. The last device was not able to fire too and the surgeon was able press the green button but unable to squeezed the handle. The incision extended due to the product problem. Followed up if the incision extended more than 1 inch. The surgical time extended by more than 30 minutes due to the product problem on the edge. Staple line and case was completed by manual closure. No tissue loss/damage. No blood loss. No injury. Patient status : fine.